Event description:
A physician reported that a patient presented with an intraocular lens (iol) rotation after an iol implant surgery. A second surgery was required to rotate the iol. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. Additional information has been requested but not received to date. (B)(4).